Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, while inserting into the balloon catheter, the mapping catheter kinked. The mapping catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215779355, was returned and analyzed. Visual inspection of the mapping catheter showed it was kinked on 10.5 inches from the ECG connector. In conclusion, the reported kink issue was confirmed through testing. The mapping catheter failed the returned product inspection due to the kink on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the kink was located on the mapping catheter shaft.